Event description:
It was reported that during implant, setscrew issue was noted. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of setscrew anomaly was confirmed and was due to medical adhesive inside ventricular hex inset and connector block thread. The device was tested and no anomalies were observed.